Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap threads were stripped. The battery cap was unable to fit to maintain an electrical connection. The reported power issue was duplicated. The test battery cap was used. The "ez-prime" steps were performed successfully with no further power interruptions. The pump cover was removed and no intermittent conditions were found to the power printed circuit board.